Manufacturer narrative:
Further investigation is pending.

Event description:
As reported in the journal article (gabrielli r, siani a, rosati ms et al. Heparin-induced thrombocytopenia type ii because of heparin-coated polytetrafluoroethylene graft used to bypass. Ann vasc surg may 2011). A (B)(6) woman with severe infrainguinal arterial disease underwent an above knee femoro-popliteal bypass (left) with a 7mm propaten graft. The pt presented with acute lower limb ischemia due to thrombosis of the bypass graft and deep veins with concomitant acute pulmonary embolism. Hit (heparin induced thrombocytopenia) was confirmed. The bypass graft was explanted and replaced with a standard 7mm ptfe graft. The platelet count began to increase and normalized in (B)(6). (B)(6), the pt's platelet count was 210 x 10(9) cells/l. Duplex scan revealed patent graft and deep venous system. At (B)(6), the abi was 0.95 (left leg).